Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient suffered an inferior pole of patella fracture and was placed in a hinged knee brace locked in extension for six weeks.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of any of the components. Review of the primary notes found that the knee was felt to be well-aligned and stable throughout the range of motion after insertion of the trial and final knee components. The x-ray provided clearly shows a fracture of the lower apex of the patella (about 1/4 of the total patellar height). The fracture line extends to the base of a peg of the patellar component. Per the package insert of the patellar component, bone fracture is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.